Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia repair procedure on (B)(6) 2015 and absorbable straps were used. Post-operatively, multiple straps pulled away from abdominal wall and mesh, due to space between the u shape and the anchoring spikes. It was reported that this was noticed once the surgeon went back in and the patient underwent a re-operation in (B)(6) 2015. The procedure was completed with other device. Additional information has been requested.